Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(6). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" according to the customer: "when did the failure occur: during therapy. Reason of complaint: alleged overinfusion medication : norepinephrine , 8mg/100ml dextrose user claimed that a top up bottle around 0230 hours on the (B)(6) 2023, supposed to run at a rate of 2.4ml/hr and vtbi of 100ml, expecting to last for approx 42 hours. Around 0500, the bottle was near empty. Check with users patient condition was not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. During the running infusion with a rate of 4,80ml/h a new volume of 100ml was selected. 2 hours and 30 minutes later the infusion was stopped. 18,02ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.